Manufacturer narrative:
No prod was returned. Product info required to review the device history records was not provided. The initial reporting stated the product was not suspected of failing to meet specifications or contributing to the event. The investigation was limited to the info provided. The investigation could not verify or draw any conclusions about the reported infection. Based on the investigation findings, the need for corrective action is not indicated. Should add'l info be received, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Surgical procedure performed to address infection. The poly was exchanged.